Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was allegedly crushed during a snowboarding accident. The lead was suspect of a fracture. The lead was capped and later removed. A new lead was implanted. No patient complications have been reported as a result of this event.